Event description:
On (B)(6), 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During deployment of the device, the device migrated approximately 20mm from the intended position. The trunk end of the device was constrained. An attempt was made to position the device on the desired location but was not successful. No unintentional vessel coverage and/or no proximal type I endoleak was observed. Reportedly, a type ii endoleak was remained but no further treatment was performed. The procedure was completed. However, a post-operative CT imaging revealed a proximal type I endoleak. Reportedly, the proximal type I endoleak was remained and observed on the follow up CT imaging. No aneurysm enlargement was observed. On (B)(6), 2023, a reintervention to treat the proximal type I endoleak was performed, an additional stent graft was placed proximally and the endoleak was resolved. Reportedly, the type ii endoleak was still existed but no treatment was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, component migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.